Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was unable to insert the usb cable into the usb port properly. Customer stated the usb port appears to be loose and will not hold the charging cable. Subsequently, the customer is unable to charge the pump. Customer reported blood glucose level was 160 (mg/dl). It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.